Event description:
A malfunction was reported on the customer's pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, and assisted the customer with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer acknowledged the instructions to call back if any further issues arose.